Manufacturer narrative:
The drive gas pressure switch was replaced by the distributor, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported the unit had an alarm that results in a loss of mechanical ventilation. There was no report of patient involvement.